Event description:
Pt was in surgery for robotic myomectomy. The pk forceps were examined by the scrub nurse prior to the procedure and found to be in good condition. After the procedure, the pk forceps was checked and noted to have a weakened spot in the cord. It was frayed but not broken. The pk forceps were removed from the pt and quarantined. There were 6 of 10 lives remaining.